Event description:
Customer received a reading of 117 mg/dl with the freestyle. Soon thereafter, customer lost consciousness. Paramedics were contacted and an IV provided to elevate customer's blood glucose. Customer tested again with freestyle after receiving the IV with a result of hi. The paramedics provided a reading on an unknown brand of meter of 311 mg/dl. Testing was on the hand.